Event description:
It was reported that following a percutaneous coronary intervention (pci) with stent placement for treatment of angina pectoris, an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram found no anomalies at the right common femoral artery (rcfa) puncture site. The vessel lumen diameter was 5mm. A 7f zeon sheath was used during the procedure. The angio-seal was deployed, hemostasis was achieved and the patient discharged home. Two days later, the puncture site bled when the patient defecated. The patient returned to the hospital and a 10 cm hematoma had formed. Manual compression was applied for 30 minutes and hemostasis was achieved. Five days later, the patient was discharged from the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedure; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.